Event description:
It was reported that the pca module possibly malfunctioned as it failed to deliver full 100ml of versed. There was patient involvement but the information on patient impact is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pca module possibly malfunctioned as it failed to deliver full 100ml of versed. There was patient involvement but the information on patient impact is unknown.

Manufacturer narrative:
Annex g: g04105. Annex c: c07. Annex a: a040601. Annex g: g04061. Annex c: c070606, c17. Annex d: d02, d07. Investigation summary: the customer¿s report that the pca module malfunctioned as it failed to deliver a full 100ml of versed was not confirmed during testing. Laboratory testing performed on the source pca module found the device was operating as intended. The pca logs did not contain data for the provided event date. The pcu event and error logs were not provided for this investigation. A log review could not be performed. The alaris system user manual notes that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. The alaris system ¿cleaning product guidelines¿ instructs the user ¿to ensure that your devices operate efficiently, use the recommended cleaning products and correct cleaning and inspection process.¿ the pca module was being used for treatment. Root cause: the root cause of the customer report that the pca module malfunctioned as it failed to deliver a full 100ml of versed was not determined. The customer¿s returned source device was confirmed operating within specification based on the test results. This report lists imdrf annex a0404, a1801, a040601, g02017, g0405203, g04037, g04070, g06006, g04061, d02, d07, d15, c0601, c0703, c17, c070606 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pca module possibly malfunctioned as it failed to deliver full 100ml of versed. There was patient involvement but the information on patient impact is unknown.

Event description:
It was reported that the pca module possibly malfunctioned as it failed to deliver full 100ml of versed. There was patient involvement but the information on patient impact is unknown.

Manufacturer narrative:
Correction: annex a: a0401. Additional information: annex a : a0404.